Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging cable and was informed by technical support that using non-tandem charging supplies is not recommended unless instructed for troubleshooting. Technical support sent a replacement tandem charging cable to the customer with two-day shipping. The pump ultimately began charging, and no further assistance was needed.